Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer is removing air with an empty syringe. Clinical support informed customer that using an empty syringe to remove are if off label per the tandem user guide. Customer changed supplies to address the issue. Customer's blood glucose was 150-200 mg/dl.